Event description:
In 2008, the pt reported that he has changed his infusion set 15 times during the past 12 hrs. He stated that the infusion sites are not sticking to his body. He stated that he is a fireman and lives in a hot humid environment. The pt was sent tegaderm hp and mastisol. Upon f/u about 4 days later, the pt stated that he rec'd the prods and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.